Manufacturer narrative:
The technician found the communication cable was not connected. The technician connected the cable to repair the bed.

Event description:
Information received indicates, the patient cannot place a nurse call.